Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lever and foot had not been complete closed. The lever was opened and the foot was fully deployed. The foot was completely retracted via closing the lever. The reported difficult to remove the closure device and foot retraction issue was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove the closure device and foot retraction issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with the proglide device in a common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, the foot plate did not completely close. A cut down was performed to remove the device and hemostasis was achieved surgically. There was a 20 minute clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. An attempt was made to remove the device; however, resistance was met. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.